Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: b)(4). Product name: stockert 70 rf generator us catalog #: s7001 serial #: st-1168 product name: coolflow® irrigation pump: us catalog #: cfp002, serial #: b)(4). Product name: soundstar® 3d diagnostic ultrasound catheter: us catalog #: sndstr10, lot #: 1728210. B)(4).

Manufacturer narrative:
The bwi failure analysis lab received on august 25, 2015 the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient, underwent an idiopathic premature ventricular contraction procedure with a smart touch bidirectional and suffered a pericardial effusion which did require extended hospitalization. The patient¿s medical history is unknown. The procedure was aborted. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this was possibly device related, however he did not mentioned that was due to a malfunction. Settings during the event include: irrigation flow of 2 ml/min. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Customer complaint cannot be confirmed. The root cause does not appear to be manufacturing related. Therefore no CAPA activity is requested. Similar complaints are monitored on monthly bases.

Event description:
It was reported that a b)(6) years old male patient, underwent an idiopathic premature ventricular contraction procedure with a smart touch bidirectional and suffered a pericardial effusion which did require extended hospitalization. The patient¿s medical history is unknown. The procedure was aborted. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this was possibly device related, however, he did not mentioned that was due to a malfunction. Settings during the event include: irrigation flow of 2 ml/min. Per 21 cfr, part 803, this complaint is reportable.